Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: thirteen photos were provided; pictures one and two show a green reload from the top view. The reload can be seen partially fired from the left side and fully fired from the right side. Pictures three and four show the proximal end of a green reload from the top view. The pan can be seen partially detached from the proximal end left side. Pictures five and six show a green reload from the left view. The pan can be seen partially detached from the proximal end left side. Pictures seven and nine shows the jaws of a device with a green reload loaded. One protruding staple can be seen from the proximal end and several staples protruding from the distal part. An incomplete staple line can be seen and five unformed staples are noted on tissue. Picture eight shows a staple line on tissue. Missing staple are missing and five unformed staples are noted. Pictures ten, eleven and twelve show tissue. No staples are visible on the pictures. Picture 13 shows tissue with a staple line. Missing staples are noted. Based on the missing staples noted on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sleeve gastrectomy procedure that the tech had a hard time loading reload, but finally did it. Not because of lack of familiarity, she has loaded the staplers before. Used seam guard. The staples on the portion of the stomach left inside the patient were fired properly, but the staples on the remnants of the stomach coming out of the patient were not fired. Remnant of the stomach left open. Knife did transect. Not sure what patient outcome has been, waiting to see how they recover. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.